Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was received in a biohazard condition and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly at home and unresponsive prior to passing. Ems was called and reportedly attempted to resuscitate the patient. Prior to passing, the patient received three inappropriate treatments during asystole at 8:30:31 pm, 8:30:58 pm, and 8:31:25 pm on (B)(6) 2019. The post-shock rhythms for all three treatments was also asystole. Oversensing of low-amplitude cardiac signal contributed to the false detection. The response buttons were pressed after the third treatment was delivered. The response buttons functioned appropriately. The patient's ECG recordings show CPR artifact after the third treatment was delivered. There is no indication that the lifevest treatments during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments. No deficiencies were alleged against the lifevest.